Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side double bubble deformity (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent revision breast augmentation with a 800cc mentor memorygel breast implant on both sides and experienced right side pain and breast implant rupture postoperatively dignosed after physical consultation. The patient underwent bilateral explantation and replacement with catalog number 3508001bc; serial number (B)(4) on the left side and with catalog number 3508001bc; serial number (B)(4) on the right side on (B)(6) 2021. On (B)(6) 2021, mentor became aware that the patient experienced right side capsular contracture; baker grade unknown. Mentor also became aware that patient also experienced slight double bubble deformity of the right and left breast. This report is for the patient¿s left-sided device.